Manufacturer narrative:
Batch review performed on 15-sep-2020lot 2000397: (B)(4) items manufactured and released on 16-mar-2020. Expiration date: 26-feb-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner 1 month after primary. The surgery was completed successfully.